Manufacturer narrative:
Patient identifier and weight were not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp/ 500mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. A serial readout and a functional check were performed but the reported issue could neither be reproduced or confirmed. Therefore livanova (B)(4) requested the level sensor and modul and the clamp back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp did not close when a level alarm occurred during the procedure. Due to this failure the patient did not receive a perfusion for approximately 3 minutes. However livanova (B)(4) was later informed that there was no patient injury due to this failure.

Event description:
See initial report.

Manufacturer narrative:
Through further investigation, livanova deutschland determined that the details on the reported event in combination with the read out of the pump are not sufficient to draw a conclusion and identify the cause of the issue. Therefore a livanova product specialist visited the customer. During the visit no additional details on the reported event could be retrieved, and the reported failure could not be replicated. Moreover, the livanova product specialist did not identify any detail in their set-up or in the use of the device that could contribute to the reported failure. As no other complaints related to erc malfunctions have been reported to date by the same hospital since the date of this event, it can be considered a single and isolated case.